Event description:
The reporter stated that reporter did back to back blood glucose tests; no details of reporter's testing procedure were provided. Reporter's reported results were 76 and 96 mg/dl. Reporter did not have any symptoms. No harm was alleged. Follow up attempts to contact the reporter for further information have not been successful.